Event description:
It was reported that approximately 18 months after direct xience v stent implantation into the saphenous vein graft to the coronary vasculature, the patient experienced angina. A trans-myocardial laser revascularization (tmr) was performed for treatment of the angina. The symptoms resolved after the procedure. No additional information was provided.

Event description:
Subsequent to the previously submitted medwatch report, it was learned that the patient was initially admitted for angina on (B)(6) 2010. A functional ischemia study was positive. The patient was treated with medication and scheduled for trans-myocardial laser revascularization (tmr) the following week. The patient was re-admitted on (B)(6) 2010. A single cardiac enzyme was elevated. The patient underwent tmr, the event was considered resolved and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) indication for use/no pre-dilatation. There was no reported product deficiency. The reported angina is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. Pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. The implantation of the stent in a saphenous vein graft (svg) and the lack of pre-dilatation do not appear to have directly caused or contributed to the reported patient effect.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported ischemia is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).